Event description:
Literature: zonana j, zimmerman m, mccarty ss, ferrando s. A case of abrupt-onset apathy, psychosis, and depression following deep brain stimulation in a patient with parkinson's disease. Psychosomatics. 2011;52(5):463-467. Www.psychosomaticsjournal.org summary: the authors report on a (B)(6) male with a 10-year history of pd; his motor symptoms failed to respond to multiple medications and deep brain stimulation (dbs) was implemented. The dbs procedure was performed in two phases. During the first phase, bilateral electrodes were implanted into the stn with the patient awake under local anesthesia without complication and postoperative imaging showed no abnormalities. In phase two, under general anesthesia 1 week later, bilateral pulse generators were implanted into the patient's chest wall and connected to the cranial electrodes. The stimulator was turned on temporarily to ensure proper placement then turned off. Reportable event: on postoperative day 3, with the stimulator still off, the patient presented to the ER with new paranoid and guilty delusions that his house was "bugged" and that he was being watched for mistreating his children. He also had intermittent auditory hallucinations of people crying. The patient was admitted for treatment of new-onset psychosis. Initial MRI following implantation revealed dbs electrode placement via a bifrontal approach with the tips in the region of the subthalamic nuclei. Minimal hemorrhage adjacent to the left lateral ventricle and in the region of the thalamus was noted but not thought to be clinically significant. Repeat head CT was unchanged since implantation and the electroencephalogram was within normal limits. Quetiapine was initiated for psychosis and titrated with modest effect. Although the patient's symptoms were not completely resolved, he was discharged to outpatient care. Despite significant motor improvement after the dbs began, the patient was readmitted 18 days after discharge for paranoia and auditory hallucinations as well as sedation and amotivation. On readmission, he was noted to have astonishing improvement in his motor functioning, but he was markedly apathetic with a flat affect and muted facial expression. He made minimal eye contact, staring at the ground or past the doctors during interviews. He spent most of his days in bed and was socially isolated, reporting a passive wish to die. The patient experienced visual hallucinations of moving shapes on the wall, and he was guarded and paranoid, believing that other patients were staring and laughing at him. He perseverated on food and coffee and was hyperphagic. These symptoms persisted irrespective of whether the dbs was turned on or off. He also showed significant cognitive impairment. He was disoriented and could not retain reorientating information past a few moments. He lacked a sense of time and could not recall recent events. Delirium workup was negative. Pet scan revealed asymmetric metabolism within the cerebral cortical/subcortical structures on the right, mainly in the right frontoparietal lobe. This pattern was not suggestive of dementia secondary to pd, alzheimer's disease, or lewy body disease and was unlikely to be related to depression given the asymmetrical nature of hypoperfusion. A vascular etiology was also ruled out. Neuropsychiatric evaluation demonstrated significant cognitive impairment and decline since the surgery, particularly in frontal lobe function. The patient was started on clozapine, venlafaxine was titrated for depressive symptoms. After only modest improvement on venlafaxine and clozapine, his regimen was augmented with divalproic acid and gradually over 3 months, he became less apathetic. He better attended to his activities of daily livings and had improved eye contact with less of an absent and fixed stare. His speech became more spontaneous. His paranoia became increasingly vague until he finally stopped endorsing any delusional material. He continued to have some difficulty sorting sensory stimuli, often reporting "hearing voices", which when clarified, were actually voices audible in the background. His mood improved, and he looked forward to spending time with his family and returning to his hobbies at home. Despite these improvements, the patient had not regained his previous level of cognitive and emotional functioning.